Event description:
A peritoneal dialysis (pd) nurse reported during follow up tha the patient was diagnosed with peritonitis on (B)(6) 2014, was not hospitalized and was treated in-clinic. There had been no reported fluid leaks during treatment prior to the infection. The nurse indicated the patient may have not practiced aseptic technique prior to treatment.

Manufacturer narrative:
Based on the information, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigation are pending. The device was not returned to the manufacturer for analysis. A supplemental report will be submitted upon completion of the plant's investigation.